Manufacturer narrative:
The initial MDR 2112667-2016-01752 was filed in error as it was a duplicate of MDR 2112667-2016-01723.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, the unit turns off when it loses mains power, and didn't run on backup batteries. The unit didn't alarm on the low battery prior to shutdown. The buzzer sounded after unit went blank. There was no reported patient injury.